Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 1125 mg/dl due to cannulas coming out. The customer does not know how the cannulas came out of the body. The customer was wearing the insulin pump during their hospital stay. The customer was treated for their blood glucose with IV fluids. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer did not troubleshoot and did not send the product back for analysis.